Manufacturer narrative:
E1 reporter phone #: (B)(6). Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. The reported issue could not be replicated during testing. All results confirmed that the device was operating within established specifications. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was unable to be determined. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on an intellivue mmx indicating that nibp (non-invasive blood pressure) readings were unreliable. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.